Event description:
Incident as reported: laparoscopy - assisted gastrectomy - "the complaint from the market. The septum was broken during operation. In the later half of the surgery, customer detected a black piece in the abdomen cavity and retrieved it. It was checked and its material was rubber. And a chip was found in the valve of 12mm trocar. As this was successfully retrieved, there was not any great impact on the surgery. The devices used were sonosurge, suction/irrigation tube with button unipolar, forceps and bipolar forceps." Pt status: we have not received any info concerning the pt injured.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation.